Event description:
Boston scientific crm received information that this right ventricular lead displayed noise with temporary pacing inhibition on the pacing channel. Initial ventricular fibrillation recognition was noted, however there were no inappropriate shocks. Pacing inhibition was greater than two seconds, however no asystole occurred as the patient has a ventricular escape intrinsic rhythm. The patient with this lead is pacemaker dependent and has experienced episodes of dizziness. A revision procedure was performed, this lead was surgically abandoned and replaced. The device was also removed and replaced. There was no allegation against the device. No further adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned. Should additional information become available, this event will be updated.